Event description:
The customer contact reported a delay in critical therapy following an alarm condition. The customer contact reported the patient was being treated for a cardiac arrest. At an unspecified time after the resuscitation of the patient, the device was programmed to deliver an unspecified concentration of epinephrine and the delivery was started. No specific programming parameters were provided. The customer contact reported the device immediately alarmed for proximal occlusion. At that time, the nurse changed the tubing set and the container; however, the nurse was unable to clear the alarm condition. The device was removed from clinical service. Therapy was resumed after approximately 15-20 minutes using a replacement device. No medical interventions were required. Although there was potential for serious injury, the customer contact reported the patient survived the event despite the delay in therapy. Though requested, no additional information was available including specific patient information, pump programming, and concentration of the medication.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4)